Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of -17.50/0.5/025 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a different model and shorter length lens due to high vault, elevated iop and angle closures. It is not known if this resolved the problem. Cause of the events is unknown. D6a - (B)(6) 2022; d6b - (B)(6) 2023. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
B3: date of event: 13-sept-2022. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -17.50/0.5/025 (sphere/cylinder/axis) was implanted into the patient's left eye (os). High vault and angle closures are observed.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).